Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is fracture of implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Clayton welsh, peyton hull, teerin meckmongkol, aadil mumith, john lovejoy, charles giangarra, & melanie coathup (11 may 2023) osseointegration reduces aseptic loosening of primary distal femoral implants in pediatric and adolescent osteosarcoma patients: a retrospective clinical and radiographic study. In european journal of orthopaedic surgery & traumatology. Https://doi.org/10.1007/s00590-023-03590-2. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient was revised due to fracture through the traction bar thirty two months postop. Attempts to obtain additional information have been made; however, no more is available.